Event description:
The report received from the affiliate indicated that during pta of a 100% occluded lesion in the superficial femoral artery, a powerflex pro balloon catheter ruptured at 2-3 atm. It was removed from the patient and exchanged for another balloon. The procedure finished successfully. There was no reported patient injury. The lesion was moderately calcified and not tortuous. A contralateral approach was made, and the lesion was crossed with a guidewire (astato, asahi intecc) and a support catheter (cxi catheter, cook). The device prepped normally. The brand of contrast media is unknown. The contrast to saline ratio is unknown. The indeflator was a ps25 indeflator. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The balloon catheter did not kink while being used. It was easily removed from the other devices and the patient. The powerflex balloon was inflated at the lesion but the balloon ruptured at about 2-3atm (before nominal pressure). The product will not be returned for analysis.

Manufacturer narrative:
Concomitant medical products: support catheter (cxi catheter, cook). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during percutaneous transluminal angioplasty of a 100% occluded lesion in the superficial femoral artery, a powerflex pro balloon catheter ruptured at 2-3 atmospheres. It was removed from the patient and exchanged for another balloon. The procedure finished successfully. There was no reported patient injury. The lesion was moderately calcified and not tortuous. A contralateral approach was made, and the lesion was crossed with a guidewire (non-cordis) and a support catheter (non-cordis). The device prepped normally. The brand of contrast media is unknown. The contrast to saline ratio is unknown. The indeflator was a ps25 indeflator. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The balloon catheter did not kink while being used. It was easily removed from the other devices and the patient. The device was not returned for analysis. Review of lot 15742569 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the information available for review, vessel characteristic (moderate calcification, 100% occlusion) may have contributed to the difficulty experienced by the customer. Neither the information available nor the DHR suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.